Event description:
It was reported to the MFR by the facility ((B)(6)), per facility was transferring a resident from the bed to a wheelchair when the lift tilted over. The resident was lowered to the floor by the two nurses aids. The legs on the lift were not open all the way. No injuries occurred.